Manufacturer narrative:
.

Event description:
It was reported that the patient used pico 4 days after caesarean section. The pump was buzzing and there was no negative pressure. Green light was on, no alarm triggered.